Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 9oct18. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the battery and power supply to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
Customer reported that the unit failed the battery test and would not charge. There was no patient involvement reported. The event date was not specified; estimate used.